Manufacturer narrative:
H3: it was found during analysis that,unable to perform temperature test as device was showing error code 11, the handpiece was cosmetically not ok. The connector had a dent. Hi-pot test fail. Blade/bur not rotating and motor cable assembly found faulty. Fdr code c0208, c1502 and additional codes img g04034, g04063 are added. B5: device was running at 3000 rpm to 5000 rpm. This regulatory report is duplicate event of regulatory report number 1045254-2024-01178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op device has heating issue and was overhearing within a minute when running at 3000 rpm to 5000 rpm in oscillation mode with irrigation flow rate of 50 cc/m and 15 cc/min. There was no patient involvement. Additional information recieved that procedure was completed with another handpiece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Addtional information recieved that irrigation flow rate was 15cc/min to 50cc/min.

Event description:
It was reported that pre op device has heating issue and was overhearing within a minute when running at 3500 rpm in oscillation mode with irrigation flow rate of 50 cc/m. There was no patient involvement.

Manufacturer narrative:
Product analysis of the device found that motor cable assembly was faulty. Connector has dent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.